Event description:
It was reported that high capture threshold and decreased pacing impedance were observed on the leadless pacemaker (lp) due to a suspected micro-dislodgement. The lp was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported events of device dislodgment, capturing problem, and low impedance were not confirmed. Visual inspection of the device found no anomaly on the helix; the helix length was within specification. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. Further analysis performed, including output verification and impedance measurements, found no anomaly contributing to the capture or impedance problem.